Manufacturer narrative:
Reporter is a synthes employee. Part # 03.620.061, synthes lot # 87565, supplier lot # 87565, release to warehouse date: 29 jan 2010, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the repair technician reported the device did not meet calibration during testing at service and repair. Torque test failed low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: power tools/calibration. Visual inspection: the torque handle was received with surface wear consistent with use and which would not impact the functionality. No visual defects were identified. Functional test: the repair technician reported the item failed calibration testing low; per inspection sheet. The device fell below the low end of the allowable torque range on 8 of the 12 tests. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed: ratcheting & torque-limiting handle. Note 3 specifies ¿certification of clockwise 10 +2/-0 nm torque-limit required handle may be torque-limiting in counter clockwise direction.¿ conclusion: the complaint condition is confirmed as the item failed calibration testing low. The returned instrument has exceeded the expected instrument life (three years) established by bradshaw, therefore any recalibration could not be assured; a CAPA addresses this torque limiting handle. There is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during testing at service and repair a torque limiting ratchet handle hexagonal coupling (hxc) did not meet calibration. There was no patient involvement. This report is for one 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on initial report as may 08, 2020 but should have been march 10, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.